Event description:
Baxter norway reports "the tubing could not be filled during priming. Alarm occurred during priming; check bags and tubings. The pt tried to reprime several times but finally had to restart with new supplies. "Noted during use. No pt injury or medical intervention reported per baxter affiliate.